Event description:
One lesion in the proximal lad was treated by implanting one endeavor sprint drug-eluting stent. It was reported that four days post stent implant that the pt suffered an ischemic stroke. The investigator reported that the pt felt drowsy following the procedure. From the CT report, it was presumed that the infarct was in the region of the left internal capsule. No hemorrhage was seen. Pt was asymptomatic at 30 day follow up. Investigator has indicated that event was unrelated to the study stent.

Manufacturer narrative:
Evaluation: results: (stroke).